Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: inherent risk of procedure (death); patient's condition affected effectiveness of device (sudden illness).

Event description:
Additional information was received as follows: it was reported that the patient came in for the one month follow-up and the stent graft looked fine at that time.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one year ago. It was reported that the patient expired approximately eight months post implant due to sudden illness according to the obituary. No further information was provided.